Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure hemopro2 adaptor was broken (frayed) tearing off. There is no procedural report to add. The cable was inspected and noted to require replacing. There is no patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, b5,g4, g7, h2, h3, h6, h10-h11. Corrected section: corrected section h6 health effect ¿ impact codes ¿ from 2199 to 2645. Analysis of production : the reported device is an OEM device, therefore, a lot history review was not applicable. A lot / serial number was not provided and the specific product lot / serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (213/67/10) the device was returned to the factory for evaluation on 03/07/2022. An investigation was conducted on 03/09/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The collars on both ends of the adaptor were observed to be intact, no visual defects were observed on either end. Based on the returned condition of the device, the reported failure "break" was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure hemopro2 adaptor was broken (frayed) tearing off. There is no procedural report to add. The cable was inspected and noted to require replacing. There is no patient harm. There is no patient involved.